Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the tracheostomy tube would not connect to the ventilator. The patient was not ventilator dependent, but was undergoing anesthesia. The patient required an emergent tracheostomy change. It was reported it was the initial use of the tube. No permanent adverse effects were reported.